Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse swapped arms 1 and 2 to check if the vibration stays the same. The arms were fully extended and were more prone to vibrations. The setup joints and arms all passed tests. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted vesicovaginal fistula repair surgical procedure, the instruments were having a flutter effect after they stopped moving. It made the flap closure more challenging. The customer was able to complete the procedure robotically. There was no reported injury. Intuitive followed up and confirmed that the instrument shaft had a flutter (diving board like motion) during a ventral hernia repair. There did not appear to be any internal or external collisions, and the surgeon performed targeting before. The surgeon completed the case as usual. The customer did not have any of the other information.